Event description:
Pt seen in ER on two occasions for hyperglycemia. Dates were 10/1 and 10/26. First incident: pt was feeling bad; bg 513. Pt went to ER and received IV insulin. Second incident: bg 408, gave self insulin bolus of 7 iu. Pt began vomiting and went to ER. Pt given saline only.